Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received inappropriate therapy from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to p wave oversensing as a result of low p wave amplitude. Upon further review the administered shock had an impedance measurement of 1 ohm. Boston scientific technical services (ts) was consulted and suggested bringing the patient in for evaluation. Ts noted that due to the low impedance measurement, they would suggest replacing the s-ICD and electrode. The field representative noted that fluoroscopy was done and did not reveal any findings. At this time the s-ICD and electrode remain in service, however the patient would be scheduled for a revision in the future. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Prior to device decontamination, attempts to establish telemetry were unsuccessful; thus, an initial memory download could not be performed. Visual inspection noted electrical overstress damage around the antenna and a mark at the top of the over-molded header (an indication of a possible arcing event). The titanium case was opened, and visual inspection identified electrical overstress damage to the high voltage capacitor flex circuit. The battery was tested; the voltage was lower than expected .181 volts, which would be too low to support device functions. Engineers concluded that electrical overstress damage affected some of the internal components in this s-ICD, resulting in the observed inability to establish telemetry and and lower than expected battery voltage. Analysis also indentified a high current drain. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This also resulted in the premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
Additional information was received that the patient requested the s-ICD be explanted and no new system be implanted. During the pre-surgery check, the field representative was unable to interrogate the device and there was no tones with magnet. Boston scientific technical services (ts) was consulted and discussed the previous call from 18 months earlier regarding low shock impedance. It was noted the patient was already asleep for the procedure, so the field representative was unable to inquire if the patient had a MRI. The s-ICD system was explanted as planned and no additional adverse patient effects were reported. The device was returned for analysis.

Event description:
Additional information was received that the patient requested the s-ICD be explanted and no new system be implanted. During the pre-surgery check, the field representative was unable to interrogate the device and there was no tones with magnet. Boston scientific technical services (ts) was consulted and discussed the previous call from 18 months earlier regarding low shock impedance. It was noted the patient was already asleep for the procedure, so the field representative was unable to inquire if the patient had a MRI. The s-ICD system was explanted as planned and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Prior to device decontamination, attempts to establish telemetry were unsuccessful; thus, an initial memory download could not be performed. Visual inspection noted electrical overstress damage around the antenna and a mark at the top of the over-molded header (an indication of a possible arcing event). The titanium case was opened, and visual inspection identified electrical overstress damage to the high voltage capacitor flex circuit. The battery was tested; the voltage was lower than expected .181 volts, which would be too low to support device functions. Engineers concluded that electrical overstress damage affected some of the internal components in this s-ICD, resulting in the observed inability to establish telemetry and and lower than expected battery voltage. Analysis also indentified a high current drain. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This also resulted in the premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
Additional information was received that the patient requested the s-ICD be explanted and no new system be implanted. During the pre-surgery check, the field representative was unable to interrogate the device and there was no tones with magnet. Boston scientific technical services (ts) was consulted and discussed the previous call from 18 months earlier regarding low shock impedance. It was noted the patient was already asleep for the procedure, so the field representative was unable to inquire if the patient had a MRI. The s-ICD system was explanted as planned and no additional adverse patient effects were reported. Additional review of data found that there was also high out of range shock impedance measurements stored in the system noted prior to change out of the system.